Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reset the pump before calling in to troubleshoot resolving the issue, and continued to use current pump.